Manufacturer narrative:
E1: initial reporter phone no (B)(6).h4: device manufacture date: lot 22m013 was manufactured from november 21, 2022 to november 22, 2022. H10: the actual device was received for evaluation with 157 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and the results were within the product specification range. The device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; further described as "treatment failed to infuse" and "little drug was administered". This was discovered during patient use. The device contained 3500mg fluorouracil in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.